Manufacturer narrative:
Evaluation summary: the silverhawk (sh) was received for evaluation. The returned silverhawk unit was inspected and biological material was noted within the cutter window behind the cutter head. This biological material was dissolved. The range of movement of the thumb switch was complete with no resistance, however, the cutter remained stationary. It was discovered the cutter assembly was fractured and separated. The fracture occurred distal to the crimp mark of the cutter blank. Also it should be noted the distal outer rim of the cutter window showed the platinum iridium bent inwards to the ID of the laser drilled tip.

Event description:
It was reported that the physician used the silverhawk(sh) to treat the mid/proximal area of the right posterior tibial artery as per IFU. It was reported an unknown 2.0 x 300 mm balloon was used to predilitate the vessel. Several passes were made through the lesion, by the physician, directing the sh at several different angles with and no issue was noted. The catheter was removed for cleaning as per IFU. No issue was noted. The catheter was tested outside of the body - the thumb switch would not go forward to the closed off position and would turn on without the thumbswitch being touched. The cutter window was inspected and no residual calcium restricted the blade. Further attempts were made by detaching the catheter from the cutter driver but the same problem persisted in the on position. A new cutter driver was attached and displayed the same issues. Another catheter was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.